Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, following the procedure, the nurse staff cleaned and brushed the duodenalscope's working channel. They found that the foam sponge from the biopsy cap of the device was lodged inside the scope. It was removed using a brush. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be ok.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, following the procedure, the nurse staff cleaned and brushed the duodenoscope's working channel. They found that the foam sponge from the biopsy cap of the device was lodged inside the scope. It was removed using a brush. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be ok.